Manufacturer narrative:
The lead remains in service at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient fell and presented to the hospial with intermittent loss of capture. It was noted that the patient uses a wheel chair which the physician believes could have caused a potential fracture with the lead. Increased impedance measurements were also observed.